Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head displayed noisy image. The issue occurred during transurethral lithotripsy (tul) therapeutic procedure while the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.